Event description:
New in formation reported on 07/04/2016 stated that the device software was downloaded and the device resumed normal function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited an error message. No patient symptoms were reported; the patient was scheduled for a follow-up appointment in (B)(6). No additional information was reported.